Event description:
Pt alleges hypersensitivity to latex from being exposed to latex gloves. Alleges that she is severely restricted in her life as to where she can go, and what she can do with her life and alleges suffering from painful physical injuries including respiratory complications, disorders of the skin, intestinal complications, runny eyes, runny nose, rapid increase in heartbeat and other physical injuries as well as great despair and loss of enjoyment of life. Plaintiff and pt's husband alleges loss of consortium.